Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the suspect medical device for evaluation. Device evaluation summary: during visual evaluation an area of separated material was observed on the anterior view, measuring approximately 3.0 cm x 1.5 cm. Gel bleed could not be confirmed because of the rupture. Microscopic examination of the edges of the separated material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. After a thorough analysis, we were unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed and capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2020, after secondary review of the file, an omission in the initial report was discovered. It was initially reported that the patient also experienced bilateral rupture of implants. Upon explantation, the left implant was noted to have a tear, and the right implant was found to be intact, but has significant gel bleed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient who underwent a breast augmentation revision with two 255cc textured mentor memorygel breast implants has experienced postoperative bilateral grade iii capsular contracture, left-sided implant-site hematoma, and right-sided implant gel bleed. Patient developed hematoma on the left side initially, and hematoma evacuation was performed one week after augmentation surgery. Patient then presented with bilateral breasts that are firm to touch, and the surface is irregular with malposition of the implants. As a result, the patient underwent explantation and replacement with 150cc mentor memorygel breast implant, catalog # 3507150mc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.